Event description:
A malfunction alarm with code malf 12 was reported, and technical support provided guidance for resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After the reset, the malfunction did not recur, and the customer was advised they could continue using the pump, with instructions to contact support again if needed.